Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection and poor site healing occurred. The infection was identified at the incision or pocket site. There were no additional symptoms reported. Device revision was considered, and it was noted by the physician that it was uncertain whether the patient would undergo revision or removal. The issue was ongoing and had not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating an explant was not needed. The pocket was revised and washed out.